Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a safety needle. The customer reports that a needle stick injury occurred because the safety device became stuck and when they do get it to work, it does not completely cover the needle.